Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I had tah") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and weight decreased ("lost 31 pounds"). The patient was treated with surgery (tah). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and weight decreased outcome was unknown. The reporter considered medical device removal and weight decreased to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: medical device removal , weight decreased. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I had tah") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and weight decreased ("lost 31 pounds"). The patient was treated with surgery (tah). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and weight decreased outcome was unknown. The reporter considered medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal , weight decreased. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I had tah") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and weight decreased ("lost 31 pounds"). The patient was treated with surgery (tah). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and weight decreased outcome was unknown. The reporter considered medical device removal and weight decreased to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, weight decreased. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had tah') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("lost 31 pounds") and experienced ovarian cyst ("I have cysts on my rt ovary"), pain ("pain") and nausea ("sick to my stomach"). The patient was treated with surgery (tah). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, weight decreased, ovarian cyst, pain and nausea outcome was unknown. The reporter considered medical device removal, nausea, ovarian cyst, pain and weight decreased to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: medical device removal , weight decreased. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media was received. New events I have cysts on my rt ovary, pain, sick to my stomach was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had tah') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2011. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("lost 31 pounds"), red blood cell count increased ("red blood cell count high"), white blood cell count increased ("white blood cell count high") and weight increased ("extreme weight gain") and experienced ovarian cyst ("I have cysts on my rt overy/ovarian cyst "), pelvic pain ("pain"), nausea ("sick to my stomach"), visual impairment ("vision issues"), myalgia ("severe muscle pain"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), amnesia ("short term memory loss"), loss of libido ("loss of sexual desire"), anxiety ("anxiety"), depression ("depression"), muscular weakness ("muscle weakness"), facial paralysis ("occasional bell's palsy "), headache ("severe head aches"), diarrhoea ("excessive diarrea"), pollakiuria ("frequent urination"), urinary incontinence ("weak bladder"), fatigue ("fatigue"), dysmenorrhoea ("painful periods") and dysgeusia ("metallic taste in my mouth"). The patient was treated with surgery (tah). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, weight decreased, ovarian cyst, pelvic pain, nausea, myalgia, arthralgia, feeling abnormal, amnesia, red blood cell count increased, white blood cell count increased, loss of libido, anxiety, depression, muscular weakness, facial paralysis, headache, diarrhoea, pollakiuria, urinary incontinence, weight increased, fatigue, dysmenorrhoea and dysgeusia outcome was unknown. The reporter considered amnesia, anxiety, arthralgia, depression, diarrhoea, dysgeusia, dysmenorrhoea, facial paralysis, fatigue, feeling abnormal, headache, loss of libido, medical device removal, muscular weakness, myalgia, nausea, ovarian cyst, pelvic pain, pollakiuria, red blood cell count increased, urinary incontinence, visual impairment, weight decreased, weight increased and white blood cell count increased to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: medical device removal , weight decreased. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: vision issues, severe muscle pain, joint pain, brain fog, short term memory loss, red blood cell and white blood cells count off the charts high, loss of sexual desire, anxiety, depression, muscle weakness, occasional bell¿s palsy, severe head aches, excessive diarrhea, frequent urination, weak bladder, extreme weight gain, fatigue, painful periods, metallic taste in my mouth and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.